Manufacturer narrative:
Section a4: patient weight unknown. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the reported events could not be conclusively established through this evaluation. Review of the submitted log files found that the pump operated at the set speed without issue. Several pulsatility index (pi) events were observed in the controller event log file, which captured approximately 1 hour of events. In the periodic log files, which contained approximately 10 days of data (13feb2023 ¿ 23feb2023 per timestamp), it was noted that estimated flow was approximately 1.5 liters per minute (lpm) lower on 23feb2023 than the flow was typically captured from 13feb2023 ¿ 22feb2023. Pi values were also typically elevated on 23feb2023, per the periodic log files. The system appeared to be operating as intended, and there were no low flow alarms active in the log file. A specific cause for the reported low flow alarms or the reduced flow confirmed through the submitted log files could not be conclusively determined through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 ¿introduction¿ of this document provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that if the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 1 of the IFU also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to emergency room unresponsive with possible internal bleeding event. The patient was in medical intensive care unit (micu), incubated, being worked up by healthcare team. The log file contained limited time frame of data (~1 hour) due to persistent pulsatility index (pi) events. The log also contained elevations in calculated pi during this same time frame. Low flow hazard alarms could not be seen; however, the periodic log did show a decreasing trend in estimated flow. Additionally, the patient was alarming low flow at home. Upon arrival, the patient was very much in a hypovolemic state with hemoglobin (hgb) of 3.1. The patient was intubated, requiring wide open fluids, blood, vasopressor support for presumed bleeding event.